Manufacturer narrative:
Device evaluation-lens returned dry in small centrifuge vial with clear surgical residue/debris on product. Visual inspection found dry residue and debris on lens and piece of haptic missing. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -10 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, the patient's best corrected visual acuity (bcva) was 20/30.

Manufacturer narrative:
(B)(4).